Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that as the stent was being deployed interaction with the moderately calcified, mildly torturous and 80% stenosed anatomy contributed to the reported malposition of device (stent significantly jumped by 2cm) however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery (sfa) with 80% stenosis, moderate calcification and mild tortuosity. The 7.0x60mm absolute pro .035 self-expanding stent system (sess) was deployed but the stent significantly jumped by 2cm and could not cover the entire lesion. Another stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.